Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a "kv on in error" error message. The sys will not operate with this error. This error may cause the sys to shut down uncommanded. There was no pt injury or death reported.